Event description:
Pt had port placed on (B)(6) 2020 without problems. Cxp - tip in svc/ra junction; 'CT' indicator not visible. Pt came for first port draw on (B)(6) 2020. The port had a large hematoma and his rn was unable to feel port at all. Labs drawn peripherally. Pt returned monday (B)(6) 2020 and port was still swollen to access. Pt left without tx. On (B)(6) 2020. PICC line placed for abvd and removed (B)(6) 2020 after tx given; 2/5 repeat cxr - tip in svc/ra; 'CT' indicator still not visible; pt is having a revision of port and removal of hematoma surgically tomorrow (B)(6) 2020. Port has never been accessed. Port evacuation successful; port remains in place. FDA safety report ID# (B)(4).